Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat pelvis relaxation with uterine prolapse, recurrent cystocele, stress urinary incontinence and urethral hypermobility. It was reported that the patient had a concurrent procedure of umbilical hernia surgery performed during mesh implantation. It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, recurrence, dyspareunia and other: dryness. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and a mesh and advantage fit were implanted. It was reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-05533. The same patient is represented in each medwatch. (B)(4).

Manufacturer narrative:
Date sent to FDA: 05/24/2016.